Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. (The lot number was requested but not available from the facility.) If the lot number is provided in the future, a DHR review will be performed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a chronic total occlusion in the right coronary artery (rca). The patient had undergone previous lima bypass and had presented for a second time with myocardial infarction with troponins triple compared to previous baseline. Three atherectomy treatments were performed, and the oad became entrapped in the vessel on the fourth treatment. During attempted removal, imaging showed that the driveshaft had fractured. The oad driveshaft was cut, and a guideliner was advanced over it in an attempt to capture the driveshaft and fragment. The physician was unsuccessful in removing the fragment after a couple of hours; the fragment was embedded in the artery wall. The guide wire was pulled the back and was removed intact. However, the tip of the oad remained in vivo. The patient was stable and without symptoms or pain at the conclusion of the procedure. The patient had an unrelated medical event following the procedure and was placed on extracorporeal membrane oxygenation.